Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer experienced an elevated blood glucose (bg) of 700 mg/dl with ketones. Reportedly, the customer received assistance from their daughter who administered a correction injection to address the bg. Customer reverted to an alternate method of insulin therapy.